Manufacturer narrative:
The implant was not returned for evaluation. During follow up, the surgeon assured that the proper technique was used during the case. This is the first complaint received for this part number. A definitive cause for this event could not be determined from the information available.

Event description:
The implant was found free floating approximately 1 month post op. Tendon transfer procedure (foot). An x-ray taken to treat the pt for an unrelated condition found the implant was free-floating. During the second surgery, the intact implant popped right out, but the tendon had already healed. This device is used for treatment.